Manufacturer narrative:
H3 other text : customer requested phone service.

Event description:
It was reported to philips that the therapy switch was defective. The customer requested assistance from a philips representative. The customer explained that the therapy knob for their device was faulty and needed to be replaced. The service order was initiated as a means for the customer to obtain a replacement therapy knob under (B)(4). Based on the available information, it was determined that this was a malfunction of the therapy knob. A replacement therapy knob was ordered to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the therapy switch was defective. There was no patient involvement.